Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. There was no patient injury reported.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Other text: d4-UDI, and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review.. One unit was returned for evaluation of the failure and pictures by the customer were provided. Unit returned was received inside of a plastic bag which was not the original package: samples were submitted to leak test inspection per specification. Leak test inspection was performed on the returned device using equipment manometer. The devices didn't present leakage. The reported issue was not confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions were taken since the investigation did not reveal the failure reported.